Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the arthroscopic shoulder arthrolysis operation, after connecting with generator, does not function at all. The complaint device was received and evaluated. Visual inspections revealed signs of activation in the tip. Also, it was identified signs of saline residues into the suction tube. No visual damaged found in the shaft, tube, and cord. Electrode was tested and it did not work during ablate and coagulate test and did not appeared any message during the modes. Therefore, the device was sent to supplier for further evaluation. Supplier evaluation result for vapr s90 4.0mm w/integr hdp -ea: the device was not returned in the original packaging. The distal tip showed no obvious signs of use. Also, it was identified residue in suction tube. Finally, no visible damage to handle, cable or plug. The electrical test was performed; as a result, the active continuity and hipot active test were failed. To investigate the active continuity failure, the handle was opened up and continuity checks performed to locate the breakdown in active continuity. The device was connected to a vapr vue generator to test its functionality, during ablation and coagulation test the electrode was not activated both modes. Supplier summary: the customer claimed that the device ¿does not function¿. Even after an extended period of 3 minutes the device would not work. A break in continuity across the electrical crimp was discovered to be the fault. The continuity between the active plug pin and distal tip was out of specification. From our investigation we were able to confirm the customer reported defect, the returned device was found to exhibit intermittent connection in continuity across the electrical crimp contained within the handle. A CAPA investigation cap- was initiated to investigate the intermittent connection within the device handle which resulted in a design activity to improve the robustness of the electrical connections. As a result, CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. A manufacturing record evaluation was performed for the finished device lot number:u1811143, and no non-conformances related to the reported complaint condition were identified. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that during the arthroscopic shoulder arthrolysis operation, after connect with generator, does not function at all. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.